Manufacturer narrative:
(B)(4). Single reporter exemption #e2015028. The importer report number used for this report was generated from the importer registration number, current year, and sequential number that match the manufacturer report number. Device evaluation of the subject guide wire could not be performed because the device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Reviewing of production records found no indication of product deficiency. It was presumed that tensile stress exceeding the product's design limit was inadvertently applied while the wire tip was being trapped possibly by the lesion, leading the wire tip to be pulled and eventually broken apart. Instructions for use (IFU) states: [warnings]: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects]: separation or breakage of the guide wire.

Event description:
It was reported that during a procedure of the right coronary artery (rca), the guide wire tip separated/detached when trying to remove the device at the end of the procedure; the tip fragment remains inside the rca branch vessel. There was no reported clinically significant delay in the procedure. The patient was discharged on (B)(6) 2018.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.